Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for the device that was deployed in the chordae. It was reported that this was a mitraclip procedure to treat torrential grade 4 mixed etiology mitral regurgitation (mr). The first clip delivery system (cds) was inserted and advanced to the left ventricle. The clip was retracted to grasp the leaflet, but the posterior leaflet was not grasped. The clip was opened to grasp again and that is when it was noted that the clip was caught in the chordae. 45 minutes were spent trying to get out of the chordae using standard troubleshooting maneuvers, but these attempts were not successful. It was decided to deploy the first clip in the chordae and during deployment the patient's blood pressure became slightly hypotensive. After the clip was deployed in the chordae, the blood pressure normalized, but additional fluids were administered anyway. The procedure continued with a second mitraclip was successfully deployed on the mitral valve. There was a visible reduction in mr as it was no longer torrential, but it was still grade 4. The next day, the echocardiogram showed a reduced mr grade of 3 to 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from this lot. It is possible that the user technique/procedural circumstances of challenging imaging influenced the clip becoming caught in the chordae and poor image resolution. The procedural circumstances of the clip becoming entangled in the chordae resulted in the reported foreign body in patient and hypotension. There is no indication of a product quality issue with respect to manufacture, design or labeling.